Event description:
Subject ID: mue-011 clinical adverse event right tibial shaft fracture resulted from a low energy accident on january 3, 2021. Fracture was a closed ao 42b3 classified type ii fracture. A right fibula fracture classified as 4f1b was also sustained. The surgery was delayed due to a covid-19 infection diagnosed upon admission to the hospital. The patient wore a plaster splint until the surgical treatment. On january 18, 2021 open reduction internal fixation (orif) was completed with a tibial nail and screws. A corrective osteotomy was completed as well. Patient was discharged (B)(6) 2021. There was extended hospital stay: overall, due to the increased effort involved in corrective osteotomy and there was a significantly prolonged secretion anteriorly and distally with no evidence of an infection. -follow up with radiograph images occurred on march 3, 2021, and it was noted bone union had not been achieved, no infection noted and pain was present. -follow up with radiograph images occurred on september 28, 2021, and it was noted bone union had not been achieved, and no infection noted. A secondary loss of reduction was noted, and a revision surgery later occurred on (B)(6) 2022 to dynamization the tibial nail, and remove the proximal static screw. This required additional hospitalization and medical intervention. - follow up with radiograph images occurred on january 18, 2022, and it was noted the bone union had been achieved. No sign of infection. No pain. Last contact with study individual was may 5, 2022. This report is for one unk - screws: nail distal locking for (B)(4). (B)(4) are linked. (B)(4) is created to capture- extended hospital stay. (B)(4) is created to capture- surgical intervention for dynamization of tibial nail and removal of proximal static nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.